Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The explanted ipg was not returned as it was discarded by the medical facility. Additional information was received that the ipg was replaced to upgrade the device.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The explanted ipg was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in november of 2023.